Manufacturer narrative:
B4:07sep2021. The customer replaced the power management board. Afterwards the device returned to functionality. The power management was returned for failure evaluation. The device failed to meet specifications, the pm pcba was tested. The reported complaint was verified, the r31 solder crack open on the pm pcba created the following error codes associated with 35 v supply failed, auxiliary alarm supply failed., alarm message: patient circuit occluded, blower stalled and backup alarm failed.

Manufacturer narrative:
The device was in use on a patient at the time of the event. The ventilator was swapped with no report of patient or user harm.

Event description:
It was reported to philips that the device gave check vent alarms while in use on a patient. The device was in use on a patient at the time of the event. The ventilator was swapped with no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated that the device gave check vent alarms auxiliary alarm supply failed, 35 v supply failed, backup alarm failed multiple times, and also logged an error one time consistent with ventilator restarted due to anomalies detected during operation. The customer also stated the ventilator gave low leak, patient circuit occluded, and low-pressure clinical alarms with the blower not running. The 35vdc supply reads zero per the pneumatics page, and the device will not turn off. The customer stated they must remove power to shut off. The rse advised the customer that they will get an email request for a quote for onsite service.